Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2010. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is 664591. My model number is ess305. This device has a three year shelf life; however, I do not have that expiration date. The onset of my complaint started on (B)(6) 2010. This is a list of my side effects and symptoms that I have experienced due to essure: during the implantation of the essure coils and immediately following, I experienced excruciating stabbing pain in my lower left abdomen. This pain has never stopped for more than a week's time. The pain will occur at random times, but is heightened by lifting, sexual activity, ovulation, and non stop during my menstrual cycle. The best way to describe the pain is that something is ripping my insides apart. I have also been experiencing hair loss, back pain, leg pain, red blotchy spots on my upper abdomen, migraines, severe abdominal cramps, mood swings, depression, excessive bleeding, excessive blood clotting. These symptoms have increased in frequency and intensity. I have been seen by 2 emergency doctors and 1 gynecologists and I have been diagnosed with the following conditions: pts and ovarian cysts. The device is still inside of me. I have been in the emergency room on several occasions from the severe abdominal cramps, bleeding, and clotting. I have been treated for pts and ovarian cysts. Other than those two diagnoses, no doctor has been able to give me an explanation for my symptoms and does not argue the coils could be causing the problem.